Manufacturer narrative:
The physician alleges that a clot formed on the undeployed stent while inside the patient. Add'l PMA/510(k) # h020002/s5. The reported adverse event is documented in the device directions for use (dfu). As well, per the dfu: "typical antiplatelet and anticoagulation regimen used for interventional intracranial procedure is recommended at the discretion of the treating physician. Do not use the neuroform microdelivery stent system in patients in whom antiplatelet and/or anticoagulation therapy is contraindicated." Follow up responses received on october 23, 2007, stated that no medications were being used at the time of the reported device issue. As well, confirmation that the clot formation occurred within the patient was received october 23, 2007.

Event description:
It was reported that in 2007, a stent assisted aneurysm procedure of the basilar trunk and middle cerebral artery. The wide neck aneurysm size is "18x15mm neck 17mm." The parent vessel size is "distal 4.3 proximal 4.1mm". The subject device (stent) could not be deployed, as flush was not coming from the system, and the stabilizer component was kinked because the anatomy was "so tortuous" following removal of the subject device, a clot was noted on the undeployed stent, which the physician felt formed within the patient. The patient condition remained the same before and after the procedure. No medications were used during the procedure, which was not completed due to the reported device issue.